Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 08/05/2009.

Event description:
The surgeon reported that a fiber was observed in a patient's anterior chamber post cataract procedure performed in 2009. At the one day post-op exam, the slit-lamp examination did not show any issue. At the three day postoperative exam, a fiber was observed floating in the patient's anterior chamber. The fiber was noted to have a blue reflection. A second surgery to remove the fiber was performed in the same month. According to the surgeon, the fiber probably came from one of the drapes or the gowns included in the customer pak. Additional information has been requested.